Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device internally dumped the energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified. Upon internal inspection, it was found that the battery lug nut was loose. The lug nut will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.